Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: h3, h4, h6: part 03.023.010, lot 9949107: manufacturing site: bettlach. Release to warehouse date: may 30, 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: a product investigation was completed: the received instrument is in a use condition with only slight scratches. Otherwise no other damages could be detected on the device. The relevant dimensions of the coupling were measured and found to meet the specifications. The review of the manufacturing documents shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The instruments underwent a 100% functional check before leaving the plant. These findings, and the measurements, let us exclude a manufacturing related issue. Furthermore, without having the trs attachment back, it is unfortunately not possible to reproduce the complained issue. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Consequently, we determine this complaint as unconfirmed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is synthes sales representative. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the drill bit 16.5 mm was unable to sit into the trs attachment. The procedure was successfully completed. No further information provided. This report is for one (1) drill bit 16.5 cann flex f/pfna-ii. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.